Event description:
Per the clinic, the patient was explanted due to medical reasons. The patient has had three cases of meningitis. Further information has been requested, but was not available at the time this report was filed june 16, 2009.